Manufacturer narrative:
This issue is deemed a reportable event since the malfunction "oxygen high" can lead to a delay in the therapy, cause serious injury or death since the ventilator cannot be used. Another ventilator must be made available. The root cause of the ventilator was a malfunction of the check valve assembly. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above.

Event description:
The local staff was inspecting c1. When operating in spont mode and giving spontaneous breaths, the oxygen concentration became higher and higher. There was no damage to the one-way valve in the intake block. The phenomenon did not change when another oxygen mixer was used. The tsi flow sensor was replaced in april 2020 because the tsw flow test was ng. What is causing the oxygen concentration to increase?